Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a cerebral aneurysm interventional procedure. Reportedly, as the knot was being pushed down the suture broke. A second perclose proglide device was deployed. When the device was removed from the patient the knot and the entire suture were on the device, the suture of proglide was reportedly deployed outside of the vessel. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional device is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of a query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.